Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation between the "blue tip"(female connector) and the "roller clamp" (main body). The separation was observed when disconnecting the set; however, the user assumed it occurred "over night during the treatment". To resolve the issue, the transfer set was replaced and prophylactic antibiotics were prescribed. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The returned photographs were visually inspected, and the female connector separated from the main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.